Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for single leaflet device attachment (slda) with recurrent mitral regurgitation. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating degenerative mitral regurgitation (mr) of grade of 4+. Patient anatomy included a posterior flail and posterior mitral leaflet prolapse. Two clips were implanted and the mr was reduced to grade 2+. On (B)(6) 2021, transthoracic echocardiogram was performed and a single leaflet device attachment (slda) was noted, with the second clip detaching from the posterior leaflet. The mr increased to grade 4+. No additional intervention has been performed, as the patient has no symptoms and feels well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mr appears to be due to the procedural condition of the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The dyspnea appears to be a cascading effect of the mitral regurgitation. Dyspnea is listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There remains no indication of a product issue with respect to manufacture, design or labeling .na

Event description:
Subsequent to the previous report, the additional information was obtained: on (B)(6) 2022, the patient was hospitalized due to increased dyspnea over the last weeks and worsening mr was diagnosed. On (B)(6) 2022, another clip procedure was attempted, however, another mitraclip was unable to be implanted due to the gradient. A significant increase in pressure gradient was noted at each attempt for placement. It was decided to remove the clip. No mitraclip had been implanted. On (B)(6) 2022, mitral leaflet damage was noted. There was no additional device malfunction.